Manufacturer narrative:
Unit received with blank white display due to corroded electronic assemblies. Unit received with corroded battery tube and corroded motor home switch. Unable to perform functional testing including selftest or displacement test due to display anomaly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device does not turn on and there is moisture in the battery compartment. Report does not state whether the reservoir is able to lock into place or not. The customer¿s blood glucose level at the time of the incident is unknown. No further details or information available. The device will be returned for analysis.